Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was returned for analysis and the reported complaint intraocular lens (iol) clogged before implantation was confirmed plunger underride was observed. The reported trailing haptic stretched could not be confirmed due to the condition of the returned sample. The device was returned in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip and is advanced under the lens. The lens is advanced to nozzle entry and is crushed. Additional information: the complaint indicates the use of opegan-hi as a viscoelastic which is not qualified for use with the associated product. Plunger underride was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that iol (intraocular lens) clogged before implantation and trailing haptic stretched even though the viscosurgical device (ovd) was injected at room temperature. The surgery was performed and completed after replacing the product with a backup device.